Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead integrity alert (lia) had triggered due to high rate non-sustained episodes and increased sensing integrity counter (sic). Review of performance data noted the lia was a false trigger for t-wave oversensing (twos). Follow up with the company representative indicated the lead had been reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.